Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated. A nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 with reported issue is captured under a separate report.

Event description:
According to the available information, the doctor implanted both anchors of the first altis. When trying to do the final tensioning the dynamic anchor side of the sling popped out. He said the anchor would not slide, so he could not tighten the sling. He tried implanting the same sling again, and the same thing happened when he tried to do the final tensioning. He removed that altis and implanted another altis. The same thing happened. So, he tried with a 3rd altis, and it went fine.